Event description:
Event description guidant received information that this right ventricular lead may not have been capturing or sensing. The lead had been programmed to unipolar configuration for an unknown reason. The lead impedance measurement in unipolar configuration was >2500 ohms. The lead was abandoned surgically and replaced.